Manufacturer narrative:
(B)(4). Date sent: 9/14/2021. D4: batch # u5e66k. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Event described could not be confirmed as the reload was received fully fired.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1st f/u attempted for additional information assigned to loc: was this piece retrieved from patient body? Will be returned with device for analysis? Answer = no, the piece was not found in situs, nor in dissected part.

Event description:
It was reported that during a sleeve gastrectomy, after the problem-free release, a small piece of plastic of the nle remained in the situs. No harm to the patient